Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was damage to a guidetooth. Apparent explant damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Apparent explant damage was also noted.

Event description:
It was reported that during a non-cardiac related surgery, a diathermy knife was used. The physician believed that the stimulation material of the leads was damaged during this procedure. The ventricular lead had high threshold measurements. The physician decided to change the device and leads. The leads and device were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the device was returned and analyzed and no anomalies were found. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was damage to a guidetooth. Apparent explant damage was noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, all conductors had blood/body fluid (not obstructed). The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Apparent explant damage was also noted. (B)(4) - we did receive performance data collected from the device and have analyzed the data and no anomalies were found.